Event description:
The patient had an MRI not too long ago because she had started having problems with her knee. She wanted to make sure it was not the pump. The patient stated that she had chronic pancreatitis "because of having morphine in the pump." The patient further stated that it "made it spasm." The patient stated that "it spasms and will not open to let the pancreatic enzymes come out to digest your food and the bile, it backs up into the pancreas and starts digesting your pancreas." The patient indicated that the had her morphine removed from the pump.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010. Product type: catheter. (B)(4). "Chronic pancreatitis; it made it spasm; bile backs up and starts digesting your pancreas." "Problems with my knee."